Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer?s report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling, using test pads and paddles without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the activity log showed the user attemped to shock with paddles, but cannot due to poor pad contact. The user pressed the paddle shock 5 times never discharging energy. This indicates the device detected a poor connection to the patient or that the impedance is too high to discharge energy, however, this is not an indication of a device malfunction. It is important to note that the device will not discharge when an impedance above the device's threshold is detected and will only discharge once the poor pad contact is corrected. During this same event it appears electrode pads were attached to the same device and the device was able to deliver therapy. The accessories used during the event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device took extended time to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.